Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.

Event description:
In 2007, the pt was treated for in-stent occlusion of the distal right superficial femoral artery (sfa). The pt is a male who was enrolled in the study for treatment of a lesion located in the right mid and distal superficial femoral artery. The pt has a history of peripheral vascular disease, hyperlipidemia, and is a current smoker. The index procedure took place in 2006. The vessel anatomy at the lesion site was straight; the type of lesion was de novo and eccentric. The lesion location was 9cm above the superior edge of the patella. Total lesion length was 100mm and occluded. Reference vessel diameter was 5.00mm. Twenty-four hrs prior to procedure, the pt was given 100 mg/day of aspirin. Heparin was given at the beginning of the procedure; total dose used during procedure was 5000iu. Access method was percutaneous and puncture site was on the contralateral side. No pre-dilation was performed. One smart stent (6 x 120mm) was implanted in the right mid and distal sfa. Post-dilation was done with a sailor plus balloon (5 x 120mm). No dissection was reported during the index procedure. After stent placement and post dilatation, the percentage of stenosis was 0%. At discharge, the pt was placed on aspirin and clopidogrel. In 2007, the pt returned complaining of pain in the right leg. It was found that there was a 100% in-stent re-occlusion in the right sfa. The re-occlusion was successfully treated with angioplasty. The pt also had a severe in-stent stenosis in the left common iliac artery (non-cordis stent) and another stenosis in the right common iliac artery that were treated with angioplasty and stenting. The outcome has been resolved.